Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens in 2009 and the pt experienced glare after surgery. The lens was explanted two months later.

Manufacturer narrative:
Glare.